Manufacturer narrative:
The cts (customer technical support) assisted the customer in removing the flow cell cover and found that the tubing had popped of the flow cell coming from the diff chamber. He reinstalled the tubing that fixed the leak and resolved the diff vote out issue and reinstalled the flow cell cover. (B)(4).

Event description:
The customer stated that the coulter lh 750 hematology analyzer is leaking from the flow cell after service yesterday ((B)(6 )2013). The volume of leak was unknown and was not contained within the unit. The instrument generated diff vote out errors alerting the operator to an instrument problem. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.